Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin. This occurred with multiple syringe needles. Customer changed the needle to resolve the issue. Customer's blood glucose was within range (value not provided).